Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(6) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that while an astral device was not in use by a patient, it displayed a red screen with a system fault (sf 190) error message. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the (B)(6) in (B)(6). Review of the device log confirmed a single occurrence of system fault 190 (sf190) and performance testing on the returned device could not be reproduce the fault. The investigation revealed evidence of contamination in the pneumatic block due to water ingress. It was determined that contamination of the pneumatic block caused the reported system fault. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).